Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the quality investigation, a broken bur was found within the drill attachment. The cause of the bur breakage is unknown, however the investigation is on-going. The device could not be repaired and therefore was not returned to the user facility. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that during a surgical procedure, a bur broke while in use with the drill attachment. A bur fragment fell into the surgical site and was immediately retrieved by the surgical team. There was no report of any additional medical treatment administered to the patient, as a result of this event. Backup equipment was used to successfully complete the procedure, without causing a clinically significant delay. No patient or user injury was reported and no other adverse consequences were alleged with this event.